Manufacturer narrative:
(B)(4). Batch # r59v9h. Investigation summary: it was reported that the device fired one time, but didn't work with the second reload. The analysis found that one psee60a device was returned for analysis with no cartridge loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Event could not be confirmed as no battery was returned for analysis. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. See facility medwatch mw (B)(4). (B)(4).

Event description:
It was reported that during a right hemicolectomy, two devices were used, both misfired. The battery area was excessively warm. There is no further information available about the event. It is unknown how the case was completed. There were no patient consequences reported.